Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21437. It was reported the patient experienced ineffective stimulation for approximately 3-4 months after implant. The patient reported he is uncertain regarding the last time he felt stimulation from the scs system. Additionally, the patient does not recollect the last time the ipg was charged and is currently unable to establish communication using multiple external devices. The programmer displays an error message in addition to a 'no telemetry' message. The patient will consult with the pain management physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.